Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the distal popliteal using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician removed the cat6 from the patient in between passes and noticed that the tip had become kinked. It was reported that the cat6 had become damaged while advancing through the non-penumbra sheath. Therefore, the cat6 was removed. The procedure was completed using another cat6. There was no report of an adverse effect to the patient.